Manufacturer narrative:
Section a2, a3, a4 and a5: unknown, as information was requested but not provided. Section b3 - date of event: date unknown, as information was requested but not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following the preloaded intraocular lens (iol) implantation, the patient experienced an increase in intraocular pressure for a few days post-surgery. However, after receiving medication to reduce the intraocular pressure, the levels returned to normal within a few days. No patient injury was reported. No other medical intervention was required. Through follow-up, we learned that the account could not exclude the possibility of the iol causing the increase in intraocular pressure. No further information was provided.